Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using cold insulin when filling the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.